Manufacturer narrative:
Exact date unknown, event occurred sometime in (B)(6) 2016 from the date the manufacturer became aware of the event. Explant date: (B)(6) 2016.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.